Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 4111 and 10. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. H10: narrative/data was updated. The product was returned and the reported events were confirmed following visual evaluation and functional testing. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR and complaint history could not be reviewed since the lot number associated to the item was not provided. Functional testing was performed to disengage the implant fragment from the locator ¿ the devices were determined to be stuck together. Therefore, the reported event (does not disengaged) was recreated but fracture could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Customer reports that they have a implant they can not identify. The implant fractured. The implant remains implanted, returned fractured part with the locator abutment attached. They were unable to remove the locator. Tooth location # 23.